Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. "Lens haptic stuck in inserter. Tore after attempt to place in eye". The rayone emv rao200e was successfully removed and new lens implanted without incident or injury to the patient. The product was not available for return it was discarded by the healthcare facility and no further information could be provided. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 022185463. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On (B)(6) 2022, rayner received notification from a us healthcare faciltiy of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens haptic was stuck in the inserter and tore after attempt to place it in the eye.